Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with glucose hk gen.3 (gluc3) assay and 2 patients' plasma samples tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 cobas c502 module. Sample 1 was tested for gluc3: initial result: 24 mg/dl. The customer questioned this result as they expected a higher value for a normal person. The sample was then repeated. On 20-jun-2024: repeat result: 87 mg/dl. Sample 2 and sample 3 were tested for crep2: sample 2 was tested on (B)(6) 2024: initial result: 1.34 mg/dl. Repeat result: 4.22 mg/dl (tested on another line). Sample 3: initial result: the exact value was not provided but the result was accompanied by a data flag. Repeat result: 1.7 mg/dl. The repeat results were deemed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 77896201 with an expiration date of 30-apr-2025. The crep2 reagent lot number was 78939401 with an expiration date of 31-dec-2024. The customer inspected the c502 was inspected and found a white powdery substance on top of the metal cell cover. The customer verbally stated that their qc recovery was within range before the event. The calibration for gluc3 was last performed on (B)(6) 2024 and was acceptable. The calibration for crep2 was last performed on (B)(6) 2024 and was acceptable. The alarm trace showed a sample clot detection alarm. This is an indicator of possible poor sample quality. The field service engineer found holes in the cell rinse tubing. He replaced the cell rinse tubing set and adjusted the rinse fill volumes. He then did a mechanism check and the instrument was performing within specifications. Precision studies were also performed and they were within specifications. The service actions (replacing the cell rinse tubing set and adjusting the rinse fill volumes) resolved the issue. No further issues were reported afterward.